Manufacturer narrative:
Meter serial number (B)(6) was returned for investigation where it was tested using a retention battery, retention test strips, and retention controls. Control ranges: level 1: 30 - 60 mg/dl level 2: 261 - 353 mg/dl . Results: level 1= 42 mg/dl, 43 mg/dl, 42 mg/dl level 2 = 287 mg/dl, 289 mg/dl, 292 mg/dl. All returned results are within acceptable range.

Event description:
The initial reporter alleged they received questionable glucose results for two patients tested with two accu-chek inform ii meters. Both patients were tested with the first meter and the glucose result for each patient was 600 mg/dl. After about 10-15 minutes both patients were tested using a second meter and the glucose result for each patient was about 200 mg/dl..

Manufacturer narrative:
The first meter was serial number (B)(6). The serial number of the second meter was requested, but not provided. The customer's meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation is ongoing.